Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock on with no reported discrepancies. Based on the product identification the complaint databases were reviewed for similar reported events regarding crack/fracture. There has been 2 other similar event for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Blue tip of tibial impactor broke off pka.